Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient did not have any symptoms related to their high impedances. There were no factors that may have led to the high impedances. The cause of the high impedances was not determined. Programming was done around the contacts with the high impedance, but the impedances remained high. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for fibromyalgia. It was reported impedances were >40,000 on contact 5. The rep programmed around contact 5. No patient symptoms were reported. No further complications were reported/anticipated.